Event description:
The customer states that tubes were dropped (sensed in the mixhead but then dropped so that no sample was aspirated) on cell-dyn 4000 and incorrect results were generated on samples following the dropped tubes. The samples were from previously tested pts and delta checks were generated so the samples were retested. An initial hemoglobin (gbh) result of 18.5 g/dl was generated on a pt sample that retested at 7.7 g/dl on the same cell-dyn 4000 analyzer. No incorrect results were reported out of the lab. No impact to pt management was reported.